Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: unknown. According to the reporter: the stapling was incomplete as the reload got blocked half way (at 30) during the procedure. The suture did not hold and led to a massive hemorrhage at the lingual artery site. The intervention had to be converted to an open surgery. Additional follow-up for details on this case is pending.